Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2026. It was reported that the patient was hospitalized. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. It was unclear how the inaccuracy contributed to the event. The patient declined to provide further information about the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.